Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 497 mg/dl, at the time of incidence. Customer reported that the sensor stopped working. Customer reported that the auto mode was not on at the time of incidence. Customer declined to troubleshoot for high blood glucose. The customer was advised to visit the nearest emergency room and use the backup plan. The insulin pump will not be returned for analysis.